Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that that this patient with pacemaker had a stored noise episode on the right ventricular (rv) lead where there were two separate periods of pacing inhibition each for approximately 3 seconds. It was noted that the patient was dependent. The noise was able to be reproduced with isometrics, and appears to be due to myopotential. The sensitivity was decreased as low as possible, and the patient was going to follow-up with their physician. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains capped and has not been returned. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the rv lead was surgically capped and abandoned due to oversensing with greater than two seconds of asystole. No additional adverse patient effects were reported.